Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and power loss alarm. The customer¿s blood glucose level was 193 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was not blank currently. Customer states they remove the battery and insert battery alarm displayed on the pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did return after insulin pump restart. Customer states they tried changing the battery three times already but getting power loss alarm. The insulin pump will not be returned for analysis.